Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: fired the device on tissue, staple line did not completely form, doctor removed 5mm of tissue and re-stapled. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.